Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during normal follow up, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. Patient was asymptomatic. The lead was explanted.